Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
As reported in competitor complaint detail report: "doctor removed a (femoral) nail from a patient that was nailed in (B)(6) 2017 by another surgeon..." Nail and screws were removed due to non-union. It was reported that "interlocking screws were from stryker."